Event description:
During removal of hemovac drain, the distal portion of the drain broke off and remained in the wound requiring surgical intervention to remove the retained portion. FDA safety report ID # (B)(4).